Event description:
A complaint was recieved from a diabetic. Pt stated that on the day of the event the glucometer dex system was reading in the 230 mg/dl to "hi" (greater than 600 mg/dl). Pt called physician and he advised pt to go to the emergency room. While there they did a blood glucose test and received results of 80 mg/dl and 118 mg/dl from a lab test (method unknown). However, a sample ran at approx the same time with the dex gave a result of 330 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory as was normal control testing. The customer was using dex sensors lot number 1a661aa with an expiry date of 02/2002. A request was made to return the entire system for eval. In the meantime a replacement unit was provided.